Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient had a possible infection in their lower back. It was unknown when the issue occurred. No further complications were reported or anticipated. Indication for use is non-malignant pain.